Event description:
This is a report of air in the line coincident with the homechoice cassette during therapy on the homechoice. The patient stated that they had left a clamp open on an unused supply line, heard the homechoice pull air from that line, and closed the clamp. The homechoice did not alarm. The patient experienced severe shoulder pain for several days after; however, there was no medical intervention reported. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) with the hp. No additional information is available.

Manufacturer narrative:
(B)(4). (Therapy dates) - approximate date of event is "several nights" before (B)(6) 2014. Air in the line, indicative of a potential malfunction of the disposable cassette, was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an open clamp on an unused supply line was reported and is a known cause of air in the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.